Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. Depositions were identified during the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 11¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Examination of the pump upon disassembly revealed two depositions within the proximal side of the outlet stator, lodged between the bearing ball and the stator blades. Its non-laminated structure indicates that this deposition did not form in the outlet stator. Furthermore, this deposition lacked denaturation and was not adhered to any of the device¿s surfaces. The origin of this deposition and the duration in which it was within the pump could not conclusively be determined. A root cause for the formation of the observed depositions and a correlation to the reported event could not conclusively be determined through this evaluation. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 7 months. The device remains in use. A correlation between the device and the reported concern for thrombus could not be conclusively determined. The instructions for use lists thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for low flow hazard alarms on (B)(6) 2015. The patient had a transthoracic echocardiogram ramp study, a CT scan, and x-rays of the driveline on (B)(6) 2015. The vad coordinator reported that the studies were inconclusive and they had not determined a reason for the estimated low flows. The patient's cardiologist did report that the patient had a malposition of the inflow cannula and a concern for potential full pump occlusion. The patient was asymptomatic. On (B)(6) 2015, it was reported that the low flow hazard alarms had decreased to a point. A system controller log file submitted for review on (B)(6) 2015 showed strings of low flow events. On (B)(6) 2015, it was reported that while the low flow hazard alarms had been positional, they were now occurring one after the other - from every once in a while to periods of constant alarms. The patient was on heparin and the inr values were therapeutic at 2-2.5. There were no pump speed issues or changes in pump power noted. On (B)(4) 2015 a log file review showed approximately 3 days of data where the average estimated flows ranged from 2.2 ¿ 3.6 lpm and low flow hazard alarms were recorded for 99% of the log. The vad coordinator reported that the patient has been in the hospital since june, is listed as transplant status 1a with a blood type of o, and there is currently "no good plan" for the patient. The patient continues to be asymptomatic. No additional information was provided.

Manufacturer narrative:
The explanted device is expected to be returned for analysis. It has not yet been received.

Event description:
Additional information: information provided on (B)(6) 2015 indicated that the patient received a heart transplant on (B)(6) 2015. The lvad pump will be returned for evaluation.